Manufacturer narrative:
Cannot determine the lot numbers since the units were discarded; the facility has ordered multiple lots and cannot be traced in the erp system. Lot information was unavailable. Per customer service, the facility discarded the alleged complaint units. There was insufficient information for an investigation.

Event description:
Priming issues on two probes.